Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump was exposed to moisture. The mother states the pump was exposed to sweat. The customer's blood glucose level was 276mg/dl. The mother states the pump went blank immediately after exposure to moisture. The mother states there was fluid under the lcd screen. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump was monitored with no blank display and no audio or beep anomaly noted. No moisture damage was noted on the electronic assembly. Unable to perform any tests due to unresponsive buttons. The insulin pump had cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near the display window corners, cracked display window and minor scratches on the display window noted.